Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not returned for evaluation and pre-revision x-rays were not provided. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant medical products - three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)) - cement bone simplex (cat# 6191-1-010) - logic tibia traptray cem sz 4f/4t (cat# 02-012-41-4040 / serial# (B)(4)) - logic tibia implant psc insert, sz 4, 11mm (cat# 02-012-44-4011 / serial# (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, a left side revision, patient returned experiencing knee pain after receiving a tkr in 2013. The surgery was booked as a spacer and was not reported to me until the surgeon call that day. We went in looking to do a debridement and poly swap, but the femur fell off. A femoral revision was performed. There are no photos of the femur as the change to a femoral revision caused a stir in the or. There was little to no cement on the femoral component. The femoral component was revised, and a psc was inserted. The surgeon wanted the femoral component cemented in place w/o trialing as to spare stresses on the bone. A 9mm insert was put in with difficulty. Patient was last known to be in stable condition following the event. The device are not available for evaluation per facility policy.